Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the penumbra coil 400 coil (pc400 coil) pusher assembly; the pusher assembly was fractured approximately 5.0 cm from the proximal end; the pusher assembly was kinked approximately 93.0 cm from the proximal end, and bent in multiple locations along the hypotube; the embolization coil was detached from the pusher assembly, inside its introducer sheath. The embolization coil was removed from its introducer sheath. The outer diameter (od) of the embolization coil was measured and found to be within specification. Conclusions: evaluation of the returned device revealed that the pet lock was broken, and the embolization coil was detached from the pusher assembly. A broken pet lock indicates that a pull force greater than the tensile strength of the pet lock was applied on the proximal end of the pull wire. If a pull force is applied to the pull wire in this manner, the pet lock will separate, and by design the embolization coil will detach from the pusher assembly. Further evaluation revealed that the pusher assembly was fractured and kinked. This type of damage likely occurred due to improper handling during use. If the device is forcefully advanced against resistance, damage such as a kink may occur. If a kinked device is furthermore forcefully manipulated, damage such as a fracture may occur. The embolization coil was removed from its introducer sheath. The od of the embolization coil was measured and found to be within specification. The pc400 was damaged and could not be functionally tested. Due to the return condition of the pc400 coil, the root cause of the reported failure could not be determined. Pc400 coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00706.

Event description:
The patient was undergoing a coil embolization procedure in the left subclavian artery using penumbra coil 400 coils (pc400 coils) and a straight px slim delivery microcatheter (px slim). Although the patient's anatomy was tortuous, the physician was able to smoothly advance the straight px slim to the target vessel without applying any force. The physician then started to advance an initial pc400 coil through the px slim; however, the coil advanced half way through the px slim and then stopped. Therefore, the pc400 coil was retracted from the px slim. The physician inspected the pc400 coil and did not observe any damages so he attempted to re-advance the coil through the px slim but was still unsuccessful. Next, the physician switched out the straight px slim for a 45 degree px slim and attempted to advance the same pc400 coil through but was unsuccessful. Therefore, a new pc400 coil from a different lot was opened and successfully advanced through the 45 degree px slim. The procedure was then completed without further issues. There was no report of an adverse effect to the patient.